Event description:
During a procedure the penumbra neuron 053 delivery catheter ruptured when pulling it through a 7f 065 arrow flex sheath. It was safely removed from the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the catheter is fracture approximately 18.0 cm from the distal tip. The distal portion of the fractured catheter is kinked approximately 5.5, 6.5, and 7.5 cm from the distal tip. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the catheter was fractured while being pulled back into a 7f arrow flex sheath. Evaluation of the returned device confirmed the fracture in the catheter shaft. The fracture did not at a material junction. Several kinks were also noted in the fractured distal shaft. It is likely that the catheter became ovalized and kinked in anatomy, making the outer diameter (od) of the catheter shaft larger than the inner diameter (ID) of the 7f arrow flex sheath. This would have caused resistance during the retraction of the catheter through 7f arrow flex sheath. The force used to pull past this resistance exceeded product specification for tensile strength, resulting in a fracture. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.